Event description:
It was reported that prior to use, the battery bar was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for several days. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.